Event description:
It was reported that the patient received inappropriate atp therapy due to possible sinus tachycardia with dysrhythmia and rapid ventricular response. The episode was seen via remote transmission. Programming changes were recommended. However, the patients medication was adjusted. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.